Manufacturer narrative:
The screw size was mislabeled, the rest of inventory was verfied to be accurate.

Event description:
It was stated that "one of the (9435-12) 3.5 x 12 solstice restock screws was incorrectly sized and labeled. It was labeled a 3.5 x 12mm screw on the actual screw and packaging but I noticed it looked a little too long to be a 12mm screw. When I measured it on the caddy you can see the screw is actually a 14mm screw length. One of the towers from the solstice system is stuck in its fully compressed position and can not be backed out because it is jammed".